Manufacturer narrative:
The investigation determined that the root cause of the biased results was instrument related. An ocd field engineer visited the site and performed maintenance. The immuno rate assembly was replaced. Post device precision tests showed the vitros 250 analyzer was restored to expected operation.

Event description:
Imprecise phyt results while performing a precision test on the vitros 250 analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event.